Event description:
Pt called to report an adverse event involving his medtronic ICD, which was implanted in (B)(6) 2013. Pt stated that he is 100% dependent on it and noticed that medtronic has his model number listed on their website under a class 1 recall. Pt said he spoke with the MFR, who assured him his serial number was not included in the recall, however, the pt remains skeptical. Pt stated for the last couple years, he's been experiencing atrial fibrillation that's not capturing. Pt feels that medtronic may not be truthful on whether his device is supposed to be included in the recall and is worried something is wrong with his device that could cost him his life.